Manufacturer narrative:
Customer declined to have repair completed due to cost.

Event description:
It was reported via repair work order that the brakes were not holding. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.